Event description:
Received information stating that customer received an occlusion alarm. The customer's blood glucose level was high.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.